Event description:
The reporter indicated that the hand held would not turn on. Troubleshooting was performed to ensure that the hand held was fully charged, connections checked, soft and hard resets were performed, and removed and replaced the back battery. The troubleshooting did not resolve the issue. The product was returned to manufacturer and is pending analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.